Event description:
On 07/27/05 nellcor puritan bennett received a report that while a n180 pulse oximeter was in use on a patient in the anesthetic recovery room, the device did not alarm when a unspecified oxygen saturation sensor came off the patient's finger. The customer reported that the device was displaying normal values. The customer reported no patient injury.

Manufacturer narrative:
Investigation of this complaint is currently in progress. At this time, the device is not available for evaluation. If the device is for evaluation, a summary of the investigation will be provided in a supplemental report.